Event description:
It was reported that during a coronary stenting procedure the unspecified stent was deployed and the nc trek rx 3.0 x 20 mm was advanced to the site for post dilatation. While advancing the nc trek, the hypotube broke outside the patient. There was no reported resistance upon advancing noted. The device was removed from the patient and another nc trek was used to post dilate. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: mdt - intuition. Guide cath: ebu 3.75 guide. Evaluation summary: the balloon catheter was returned with blood on the shaft and on the balloon. There was contrast in the inflation lumen. The balloon was tightly folded. This is all consistent with preparation and attempted advancement of the catheter in the patient anatomy. The hypotube was separated 84.4 cm distal to the strain relief tubing. The fracture face was oval shaped indicating that the fracture location was kinked before fractured. There was a bend in the hypotube 3 cm proximal to the separation. Factors that may contribute to hypotube damages such as kinks, bends or a separation include, but not limited to, manufacturing, handling during preparation, and handling during backloading the guide wire. To help ensure that these type of damages are not a result of manufacturing, all dilatation catheters are inspected for damages numerous times during manufacturing including prior to inserting the coils. Since there was no mention of any hypotube damage during the catheter inspection prior to use, the hypotube bend and separation most likely occurred during the procedure. It is possible that the shaft was inadvertently handled (kinked) during preparation for use and separated as a result during attempted advancement. Analysis of the returned device confirmed the hypotube separation but it was most likely a result of the operational context of the procedure. A review of the lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for this lot revealed no other incidents. There is no indication of a product quality deficiency.